Manufacturer narrative:
B3: date of event is estimated. A4: patient weight is unknown.

Event description:
It was reported diagnostics indicated patient has high impedances on two contacts on both leads and unable to place ipg into MRI mode. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein both the leads were explanted and replaced with new leads. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.